Event description:
It was reported the pt underwent surgical intervention on (B)(6) 2014 and her scs system was explanted due to an infection at the ipg site. It was also reported the infection was treated with IV antibiotics and oral medication.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.